Event description:
Three (3) trips to the ER postsurg; following an elective surgery for the urolift system, my father has been rushed to the emergency room three times. The urologist who performed the surgery, (B)(6) md, neither seems to have the interest or ability within her staff to follow up with these procedures once she has performed them. Neither my father or myself have had one phone call returned even though the complications from the procedure she performed on (B)(6) 2021 resulted in my father being rushed to the emergency room three times (so far). Even after three visits to the emergency room, she tried to cancel his (already postponed) appointment this past wednesday, (B)(6) 2021. This appointment was covered by her physician assistant, (B)(6). We later found out dr. (B)(6) was in surgery performing yet another urolift procedure during the time she should have been seeing my father for all of the complications that cascaded down from the surgery she performed on him (B)(6). On top of this, I received word the person she was operating on around the time she should have been seeing my father has now had very similar complications from the surgery she performed on him, and like my father and I, she will not follow up and address the complications. It would certainly seem dr. (B)(6) should not be allowed to perform these surgeries as she is causing great harm. There is not a "test" or "test date" to report, rather repeated complications from an elective procedure performed by urologist, dr. (B)(6). FDA safety report ID # (B)(4).